Manufacturer narrative:
(B)(4). Failure to follow instructions (overinflated balloon).

Event description:
A reliant balloon was inserted as an accessory device for the endovascular treatment. It was reported that the physician inflated the balloon too fast causing the balloon to over-inflate resulting in a burst. The reliant was removed from the patient and another balloon was used to successfully complete the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the event was confirmed; there was a tear in the balloon. The root cause of the event could not be conclusively determined; however, was most likely due to the physician filling the balloon too fast with saline solution causing the balloon to over-inflate and ultimately resulted in the burst.